Event description:
Olympus was informed that two thunderbeat devices failed during a liver resection procedure. The user was activating without any tissue between the jaws. The tissue was difficult to visualize as the user was working in a pool of blood. There was damage to the probe and the teflon pad. An unk error occured. There was no pt injury reported. The procedure was completed with a different but similar device.

Manufacturer narrative:
The evaluation was not able to confirm the user's experience. The teflon pad was found melted at the tip and slightly frayed at the center. The teflon damage can result from continuous activation without grasping tissue (closed jaw). The device was tested using an esg-400/usg-400 and no problem was found.